Event description:
During a stroke case, the vacuum regulator on the aspiration pump did not work. The regulator knob was broken, making it impossible to set the pressure. The pump was turned on and connected to the catheter but there was no aspiration from the tip of the catheter.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results:the exterior of the pump has no visible damage. The pump was connected to a canister, and aspiration tube then tested. The pump regulator vacuum pressure reached a maximum of -23 in hg. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the regulator on the pump did not work as the pressure could not be set during a stroke case. The pump was connected to a canister and aspiration tube for testing. It was confirmed that the regulator was not functioning correctly. The maximum vacuum pressure reached was -23 in hg. After consistent use of the pump, it is possible that a mechanical failure will take place. The cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.